Manufacturer narrative:
Continuation of d10: product ID a820; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine for spinal pain. It was reported that the handset was not working since the other day. The patient stated they were getting message android recovery robot system. The patient reported the personal therapy manager (ptm) was taking forever to connect to the pump and got stuck at different percentage. The patient stated the ptm seemed to be draining after they charged up the ptm. The patient stated they  got 5 bolus a day. Agent asked patient to power off the handset and patient said there is no power on the handset screen. The agent asked the patient to plug the handset into the outlet and handset shows 0% and recharging. The agent reviewed hcit can look at handset function / battery draining when they call back. The agent did not do any troubleshooting because handset is dead. The agent recommended that the patient charge up handset and communicator and call back for assistance.